Event description:
The facility's biomedical engineer reported a fail code 808:06. The caller did not have information regarding whether the fail code occurred during patient use or biomed testing. Additional contact information was requested but no additional contact was identified. The biomedical engineer stated that there have been no reprots of any patient incident involving this pump since the last baxter service event.